Manufacturer narrative:
The device has been received. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and noted to have a string of sheared insulation observed along coil; but no metal components were exposed. Minor flaring at proximal insulation transition was also observed. No damage on the distal tip was noted. The reported allegation is confirmed as per the returned product.

Event description:
It was reported that during a catheter ablation procedure, a versacross rf wire was elected for use. It was noted that the tip was found to be lifted and deemed unsuitable for puncture. Thus, it was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the term 'lifted' means the wire had a coating issue. The rf wire was not inserted into a metal introducer.

Manufacturer narrative:
Correction to the follow-up 2 MDR in block(s) device avail for evaluation? And returned to manufacturer date (d9), in section d - suspect medical device. The device has been received. Upon receipt at our post market quality assurance laboratory, the rf wire was visually inspected and noted to have a string of sheared insulation observed along coil; but no metal components were exposed. Minor flaring at proximal insulation transition was also observed. No damage on the distal tip was noted. The reported allegation is confirmed as per the returned product.

Event description:
It was reported that during a catheter ablation procedure, a versacross rf wire was elected for use. It was noted that the tip was found to be lifted and deemed unsuitable for puncture. Thus, it was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the term 'lifted' means the wire had a coating issue. The rf wire was not inserted into a metal introducer.

Event description:
It was reported that during a catheter ablation procedure, a versacross rf wire was elected for use. It was noted that the tip was found to be lifted and deemed unsuitable for puncture. Thus, it was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and device codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a catheter ablation procedure, a versacross rf wire was elected for use. It was noted that the tip was found to be lifted and deemed unsuitable for puncture. Thus, it was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the term 'lifted' means the wire had a coating issue. The rf wire was not inserted into a metal introducer.